Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient¿s recharger was lost when they were moving and they have no charge on their implantable neurostimulator (ins). It was further noted that the stimulation stopped the day before the date of the report. It was also reported that the patient¿s arm was killing them and their legs were shaking. The patient reportedly thought that they had reflex sympathetic dystrophy (rsd) in their right leg because it was shaking. It was noted that the patient wanted a new recharger sent to them. It was later reported that the patient found their recharger and was able to recharge their device without problem. It was noted that the device was not on at the time of the report because the patient was not having pain and the right leg pain was gone. It was further reported that the patient was in a car accident on the sunday prior to the date of the report. The patient reportedly thought they hit their head on the steering wheel because they had a small cut on their forehead. The patient felt a little shaky from the accident but otherwise was fine. They were reportedly going to see their neurologist as a precaution. It was noted that the patient was surprised that they did not have pain.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).